Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive troponin result when processing on the architect i2000sr. Initial results generated for the patient were 0.096 and 0.048. The customer then ran the same sample on a back up instrument which generated a result of 0.347. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, servicing of the instrument, a review of service history, a review of similar complaints, and a review of product labeling. Service performed instrument decontamination and replaced the filter, buffer (list number 08c94-28) to resolve the issue. The filter, buffer (list number 08c94-28) was determined the likely cause. The service history of the (B)(6) found no contributing factors in the month prior and subsequent the current complaint. A 12- month search for similar complaints identified no adverse trends of filter, buffer (list number 08c94-28). Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.